Event description:
Reportedly, on 15 april 2024, during a routine follow-up, an atrial elevated pacing threshold was confirmed. The lead impedance measurements and x-ray were normal. During last follow-up, the threshold was 1.5v/0.4ms and during this follow-up, it was 5.5v/1.0ms. A re-intervention is scheduled.

Manufacturer narrative:
Analysis summary: as reported, ventricular capture threshold increased above 5v was noted during a follow-up on (B)(6) 2024, leading to a re-intervention on (B)(6) 2024 to abandon the lead inside the patient. Since neither patient files nor x-rays were provided the reported electrical issue can neither be confirmed nor excluded. One hypothesis explaining the reported high pacing threshold could be related to a lead issue or to changes in patient conditions or to a lead (micro-)dislodgement. Since the lead remained abandoned and could not be returned for investigation, the exact root cause could not be confirmed.